Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient was in drain 3 of 6 of treatment and had encountered an m31 air detected in cassette message warning, a notice: draining slowly and drain complication alarm. Fluid was seen inside the cassette module. The patient was assisted with cancelling treatment and was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event and stated a fluid leak had occurred after treatment was cancelled following the cycler alarms during drain 3 of 6 of treatment and as the patient opened the cassette door. The patient reported fluid leaked out from the cassette area and was noticed in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they discontinued treatment on the night of the reported event. The patient allowed for the cycler cassette area to dry out and the patient was able to resume treatment using the cycler the following treatment without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient was in drain 3 of 6 of treatment and had encountered an m31 air detected in cassette message warning, a notice: draining slowly and drain complication alarm. Fluid was seen inside the cassette module. The patient was assisted with cancelling treatment and was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event and stated a fluid leak had occurred after treatment was cancelled following the cycler alarms during drain 3 of 6 of treatment and as the patient opened the cassette door. The patient reported fluid leaked out from the cassette area and was noticed in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they discontinued treatment on the night of the reported event. The patient allowed for the cycler cassette area to dry out and the patient was able to resume treatment using the cycler the following treatment without further issue. The patient stated the cycler set (cassette) used was available to be returned for investigation.